Event description:
It was reported that two spectrum iq pumps were alleged to be "a huge safety issue to use with pertinent inotropes and vasopressors " for they are ¿very finicky". The issues occurred during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.